Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-03576. It was reported one of the patient's occipital leads had migrated. The issue was confirmed via x-rays. As a result, the patient may undergo surgical intervention at a later date to address the issue. It is unknown which occipital lead had migrated, so both of the patient's occipital leads are being reported.

Event description:
Additional information received indicates that the patient was experiencing ineffective stimulation, and that the patient's leads might have migrated into the patient's neck. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-21884, 1627487-2020-21885. Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2020 during which the 2 occipital leads were repositioned. It was noted the patient's left supra orbital lead was pulled back during the procedure and also repositioned during the procedure. It is unknown which lead supra-orbital lead had migrated, so both are being reported. The patient was programmed post-procedure.